Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 41.3 cm. An external abrasion breaching the optim sheath due to friction to another device or feature of the heart was noted at 32.0 cm to 32.5 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.